Event description:
Procedure: radiofrequency ablation. Based on the information reported by the user during use of this device there was trouble obtaining the proper therapeutic temperature. According to the user the pt had to be treated for about 8 min. Longer than normal to finally attain the proper temperature. The placement of the device needle was 2-3 cm inferior to the diaphragm below the heart. Then according to the user "at the very end of the case the pt had st segment elevation and the procedure was termination (and) pt's cardiac enzymes were markedly abnormal. (The pt's) cardiac echo and catheterization were normal." The user reports these "findings with a normal catheterization has raised concern in some of our physicians that the device may have induced coronary arterial spasm." The user also stated "the porobale mi and the use of this device may be (unrelated.)" The pt is doing well now.